Event description:
It was reported that balloon rupture occurred. The target lesion was located on the arteriovenous shunt (av) shunt. A 7.0 x 40, 75cm mustang was selected for use. During the procedure, the balloon rupture when inflated to the nominal burst pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the total stenosis target lesion was located in the moderately tortuous and mild calcified vein. The balloon was ruptured upon first inflation, and the patient was stable.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. E1: initial reporter facility name: (B)(6) hospital. G4: premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 25mm in length and extended from a position 6mm proximal of the proximal markerband to 18mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located on the arteriovenous shunt (av) shunt. A 7.0 x 40, 75cm mustang was selected for use. During the procedure, the balloon rupture when inflated to the nominal burst pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the total stenosis target lesion was located in the moderately tortuous and mild calcified vein. The balloon was ruptured upon first inflation, and the patient was stable.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. E1: initial reporter facility name: (B)(6) hospital. G4: premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. E1: initial reporter facility name: (B)(6). G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located on the arteriovenous shunt (av) shunt. A 7.0 x 40, 75cm mustang was selected for use. During the procedure, the balloon rupture when inflated to the nominal burst pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event.